Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited oversensing of noise during stored atrial tachy response (atr) episodes. Technical services (ts) reviewed the stored episode and discussed the noise appeared consistent with oversensing related to the respiratory rate trend (rrt) feature. Additionally, review of device data noted intermittent increases in ra pacing impedance measurements with a single measurement greater than 2,000 ohms. Ra pacing impedance measurements were noted to be primarily in the 450-520 ohms range. Ts discussed the option of programming the rrt feature off. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited oversensing of noise during stored atrial tachy response (atr) episodes. Technical services (ts) reviewed the stored episode and discussed the noise appeared consistent with oversensing related to the respiratory rate trend (rrt) feature. Additionally, review of device data noted intermittent increases in ra pacing impedance measurements with a single measurement greater than 2,000 ohms. Ra pacing impedance measurements were noted to be primarily in the 450-520 ohms range. Ts discussed the option of programming the rrt feature off. No adverse patient effects were reported. This device remains in service.